Event description:
It was reported during a procedure, the stylet could not be inserted into the lead. The lead was removed and a new lead was implanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.